Event description:
It was reported the unit was not inflating properly. Unit was evacuated and found to have a severed power cord with exposed bare wires. No pt involvement or adverse consequences reported.

Manufacturer narrative:
The reported event of the unit not inflating properly is not likely to contribute to or cause serious injury or death as the pt would still be supported by (B)(4) beneath the air cells.